Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d). Exhibited loss of capture, due to fusion beats. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture due to fusion beats. No changes have been performed. This device remains in service. No further adverse patient effects were reported.